Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found not smooth.

Event description:
The customer reports the swg (spring wire guide) was found not smooth.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components. Visual examination of the returned guide wire revealed two slight kinks in the guide wire body. The bends in the guide wire were observed to be in the located of the exposed wire section in the advancer thumb guide. This damage is consistent with the guide wire coming in contact with other components during shipping and handling. The guide wire contained two slight kinks 366 and 383 mm from the proximal end. The total length and outer diameter of the returned guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned catheter with minimal resistance. Manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed with no relevant findings. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed two small kinks in the guide wire body. The damage observed is consistent with damage during transit. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.